Event description:
It was reported that patient's right ventricular (rv) lead inappropriately shocked the patient due to noise oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.